Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Low bg cause was not known. Customer consumed glucose tablets and required assistance from emergency medical technician (emt) who administered intravenous glucose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.